Event description:
Per the clinic, the patient experienced pain adn redness around the abutment site. The patient was treated with topical steroid, however it could not resolved the problem. Subsequently, the abutment was removed on (B)(6) 2025 and replaced with a new abutment.